Event description:
The helix retractor on the esophyx2 device got kinked while it was connected to the stomach wall. The dr had a difficult time removing the retractor from the stomach wall. The retractor would not fit into the grove on the device for safe removal of the device from the stomach up the esophagus. Device part (fastener cartridge) while using the esophyx2 device, the 7.5mm reloads got jammed two times. We removed the jam and it reloaded. The pt was unharmed.